Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in a coronary artery. A 3.0mmx12mm quantum¿ maverick¿ balloon catheter was selected however during the procedure inside the patient's body, it was noted that the shaft of the catheter was fractured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The hypotube shaft was completely separated 73.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the corewire, distal tip, inner and outer shafts presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in a coronary artery. A 3.0mmx12mm quantum maverick balloon catheter was selected however during the procedure inside the patient's body, it was noted that the shaft of the catheter was fractured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.